Event description:
There was an allegation of discrepant false-positive hbv results when using the cobas® mpx (480t) on the cobas 5800 for testing on 12 idt samples. All of the samples were initially reactive, but when repeated, the results were non-reactive. There were no reactive results using serological tests.

Manufacturer narrative:
The cobas 5800 serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
The investigation was unable to find a product problem. There was no evidence of a product quality issue with the reagents or the system. Overall, the data was consistent with the conclusion that the donor may have an early infection or a chronic hbv infection where the virus was present in the liver and blood, but replication was at a low level. Chronic carriers can have fluctuating levels of hbv dna, sometimes resulting in low viral loads.